Event description:
It was reported during implantation procedure, the device allegedly torn during tunneling. It was further reported that the detached segment lodged inside the patient.reportedly, the detached segment was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:one hemo split long-term dialysis catheter, and one tunneler with a plastic covering were returned for evaluation. Gross visual and microscopic visual evaluations were performed on the returned devices. The investigation is confirmed for the reported tunneler cover fracture as the plastic tunneler covering was returned in two pieces, one piece over the tunneler and the other separate from the tunneler. The fracture surface of the plastic sheath was jagged. A portion of the sheath break surface near the tip appears to project onto the opposite break surface.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiry date: 10/2021.

Event description:
It was reported during implantation procedure, the device allegedly torn during tunneling. It was further reported that, the device allegedly detached into the patient. Reportedly, the detached segment was removed and another device was used to complete the procedure. There was no reported patient injury.